Event description:
Patient reported the crown on their front tooth broke and they currently have a temporary crown until the permanent crown is ready. Requested diagnostic findings, provided fit tips and requested photo.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.